Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: the battery compartment was observed to be cracked in two places: near the top and below the bumper pad. The battery compartment was also found to be leaking with evidence of moisture corrosion on the transceiver board. Unrelated to the complaint, the display screen was observed to be dim and pink.